Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft break occurred. A 135/10 renegade hi-flo kit was selected to advance the descending colon. During preparation for the embolization treatment procedure, resistance was encountered when the catheter was removed from the spiral hoop of the package. Force was applied upon removal and a triple break occurred along the shaft of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual and microscopic examination was performed on the catheter and breaks in the shaft were found in several places along the shaft. The braid was exposed in several places along the shaft. The shaft was also found to be kinked and stretched. The exact location of the kink could not be measured due to the shaft being damaged. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected to advance the descending colon. During preparation for the embolization treatment procedure, resistance was encountered when the catheter was removed from the spiral hoop of the package. Force was applied upon removal and a triple break occurred along the shaft of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable.